Manufacturer narrative:
Exact date unknown, event occurred more than a week ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: 21680425.

Event description:
It was reported that the patient experienced loss of stimulation due to high impedances and lead fracture. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned as they were discarded by the medical facility.